Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The cgm was 190 mg/dl and the patient's bg was 60 mg/dl while they were at home. It was reported that the pediatric patient passed out around 1:00pm after lunch. The patient was taken to the hospital by their mother. At the hospital, the patient's bg was around 60 mg/dl upon arrival. The patient was given apple juice and no medication. After 8-9 hours, the patient left. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.